Manufacturer narrative:
E1: patient city: (B)(4). Patient country: greece.

Event description:
Reference number (B)(4).event occurred in poland. It was reported that patient faced an event of improper packing seal on (B)(6) 2024. It was reported by the patient that packing was not sealed properly. No further information was available.